Event description:
Reporter alleged discrepant blood glucose values of 83 mg/dl back to back with a result of 140 mg/dl when testing was performed 3 to 4 minutes apart on the active system. The location of the testing was not provided. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.